Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2021-23784. It was reported that the patient presented with pain in the pacemaker pocket. Upon interrogation, it was noted that the right ventricular and right atrial leads exhibited noise that was oversensed by the device. Lead damage was suspected. Lead revisions were discussed but unknown if they were performed. The patient condition was unknown.